Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, mid left anterior descending artery (lad), the xience xpedition stent delivery system (sds) became stuck on the unspecified 0.014 guide wire during manipulation at the lesion. The stent could not be implanted. The devices were removed together and a different xience xpedition was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The abbott bmw guide wire referenced is filed under a separate medwatch report.

Event description:
Subsequent to the initial medical device report filed, return device analysis revealed an abbott balance middleweight (bmw) guide wire was returned frozen in the device guide wire lumen. No additional information was provided.